Event description:
It was reported that the lead safety switch was triggered the previous on (B)(6) 2020 due to right atrial (ra) lead impedance greater than 3000 ohms. Since then, the impedance has exceeded 3000 ohms on two more occasions. Noise was also recently present on the ra channel. Technical services recommended performing isometrics and pocket manipulation. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).